Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was fully inserted into the patient¿s left eye the haptic would not release. The lens was then removed and replaced with the back-up iol. There was no patient injury. There was no other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: 7/28/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the plunger component was observed in a fully advanced position. The cartridge component was observed correctly engaged into lower body of the device. Part of the lens was observed out of the cartridge tip. Visual inspection using magnification was performed. The leading haptic was observed not folded and out of the cartridge tip. The trailing haptic was observed folded and stuck between the rod tip and cartridge. Residues of viscoelastic were observed only on the lens. The reported issue was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. The search revealed two (2) additional complaint folders (cfs) has been created due to haptic damaged for this production order. These cfs were not confirmed as manufacturing problem. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.